Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including priming, pressure, and clear passage underwater testing were performed. No defects were observed that could generate leak- y-site interlink or lad. A short, simulated therapy was successfully performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the middle y-port, just below the rolling clamp. There was nothing connected at the y-port. The device was delivering a non-baxter multiple sclerosis medication. This occurred immediately upon initiation of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.